Event description:
The customer reported the ventilator was alarming due to a pressure sensors failure during normal ventilation operation. The customer reported the device was in use and there was no patient harm. As reported, pressure sensor failures during normal ventilation use may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported he was unable to duplicate the reported problem. Pse advised evaluation of the data acquisition pcba to motor controller pcba cable. The biomedical engineer reported the cable was reseated and the reported problem has not recurred.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Cable was reseated.